Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. Reportedly, the customer experienced a blood glucose (bg) level of approximately 37 mg/dl and paramedics were called. Customer consumed carbohydrates to address bg and required assistance from the paramedics who tested their bg and gave treatment (nature of treatment was not provided). The paramedics subsequently transported the customer to the ER where they were treated with intravenous fluids of saline to address bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Reportedly, customer continued to use the pump for insulin therapy. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process.

Manufacturer narrative:
Use error. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.